Manufacturer narrative:
The device was received with the cannula deployed and the formed needle visible in the exposed portion in the soft cannula. Blood was noted on the adhesive pad. The formed needle was dislodged from the slide retract, causing a failure to retract. The slide retract was defective. The unretracted needle contributed to the bleeding at the infusion site. An 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours when removed it was discovered that the needle was sticking out of the pod indicating it had not retracted upon initial activation.